Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was unknown. The patient reported that she got a call from the healthcare professional (hpc) stating they had done a refill and the expected reservoir volume (erv) was 3.3ml and the actual reservoir volume (arv) was 0.3ml. The event date was (B)(6) 2020. Caller states they normally get more fluid back at each refill. Technical services (ts) discussed previous refill procedure (i.e. Pump deep, difficult stick), programming errors, and overinfusion field communication. Caller stated she will call the hcp back. There were no symptoms reported. There were no further complications reported/anticipated.

Event description:
Additional information was received from the hcp. It was reported that a volume discrepancy occurred on 2020-(B)(6) where 3.8cc was expected and 6.0cc was removed. Another volume discrepancy occurred on 2019-(B)(6) where 2.5cc was expected and 3.9cc was removed. The cause for these volume discrepancies where the actual volume was greater than the expected volume was not determined. No actions/interventions were taken because the discrepancies were within specifications.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on 2020-aug-07. It was reported that a recent refill had 3.3ml expected and "0ml or a drop per the pa's report" removed. The cause was unknown. No specific actions were taken besides the patient being refilled and she was planned to be seen earlier than normal for her next refill. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause for the volume discrepancy was not determined. The actions and interventions taken to resolve the issue was they did the pump refill underlive, x-ray, refilled the pump with 20ml (same day. The expected was 3.3ml and 0.2ml-0.4ml was removed. Regarding if the volume discrepancy was resolved the healthcare provider they indicated that they refilled her pump with 20ml of baclofen and would see what removed at the next pump refill. No further complications were reported or anticipated regarding the event.

Manufacturer narrative:
Event description has been corrected to clarify the initial reporter was the healthcare provider and the caller was the manufacturing representative, not the patient. Device code (B)(4) has been added to reflect that the hcp normally receives more fluid back at refills. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable drug infusion device. The rep reported that she got a call from the healthcare professional (hpc) stating they had done a refill and the expected reservoir volume (erv) was 3.3ml and the actual reservoir volume (arv) was 0.3ml. The event date was (B)(6) 2020. The rep stated they normally get more fluid back at each refill. Technical services (ts) discussed previous refill procedure (i.e. Pump deep, difficult stick), programming errors, and overinfusion field communication. The rep stated she will call the hcp back. There were no symptoms reported. There were no further complications reported/anticipated.